Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v501927, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 28-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins). The lead was being removed per patient's request . The doctor removed the battery and during explant of the lead the lead broke off and he was unable to retrieve the remaining fragment. An x-ray was used to assist in the removal. Patient a partial explant of lead. The device was discarded and would not be replaced. The issue was resolved at the time of the call. There were no further symptoms or complications reported or anticipated.